Manufacturer narrative:
(B)(4). The report of a leaking extension line was confirmed through analysis of the returned sample and the customer supplied video. Visual and functional analysis revealed there was a hole in the extension line where leaking was observed. The appearance of the hole is consistent with damage due to contact with a sharp object (i.e. Needle, scalpel, scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, the extension line was found leak during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the extension line was found leak during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".